Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Flow deviation is out of tolerance, -388ml/min. Replaced flowmeter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow test result was out of allowance (-388ml/min). Per review of wo on 27apr2024, there was no patient involvement. Per follow up information received via mail on 27may2024, it was reported that the device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow test result was out of allowance (-388ml/min). Per review of wo on (B)(6)2024, there was no patient involvement. Per follow up information received via mail on (B)(6)2024, it was reported that the device was under investigation.